Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy properly when the pod was activated; this indicates a needle mechanism failure. Patient's mother reported that the cannula hit 2 places on the arm. The pod worn for less than one hour and a blood glucose level of 190 mg/dl was reported.

Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases. The device was deactivated at 155 pulses. No damages or defects were found with the needle mechanism. The device functioned as intended. Even though no damages or defects were found the cause of the event could not be determined.